Event description:
It was reported by service report that the fowler could not be lowered. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Fowler: manufacturers investigation is still ongoing; if additional info is received, a follow-up report may be submitted.